Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at esophagus resection and gastric tube construction of abdominal manipulation, the surgeon fired the device 8 times. After the anastomosis of the esophagus and gastric tube at thoracic manipulation, at the closure for the insertion of end-to end anastomosis ,the nurse took device in sleep mode, however the display did not react at all. Pushed every button, however the status was same. After the procedure, the sales rep pushed every button but the device was still in blackout display. The handle was recharged and still did not react. The display showed battery charge remaining was more than half full. No patient injury reported.